Event description:
During a code blue, bed did not completely deflate and neither autopulse nor backboard could be put under pt, so compressions were not ideal. Diagnosis or reason for use: ICU and sdu beds. Event abated after use stopped or dose reduced: yes.